Event description:
It was reported that allegedly a pta balloon could not be completely deflated. The treatment site was the superficial femoral artery. A contralateral approach was taken using a 6f introducer sheath. During advancement an acute turn at the bifurcation was observed, and the physician encountered resistance, however, successfully reached the sfa. The balloon was inflated to 20 atms using an inflation device. The balloon was deflated and retraction was attempted, but the balloon could not be completely retracted from the sheath. The balloon appeared to be completely deflated on fluoroscopy, however, there was some inflation media remaining in the balloon. The physician again applied negative pressure to remove the inflation media and attempted to remove the device again, however, during this attempt, the introducer sheath broke. As a result both the introducer sheath and the catheter were removed simultaneously from the patient. The devices were exchanged and the procedure was completed successfully. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway. This is the first complaint for this lot number.